Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow, two episodes of oversensing were observed. One of these episodes was treated with therapy. A decrease in the r wave amplitude was observed. X-ray revealed possible dislodgement. The lead was repositioned.